Manufacturer narrative:
Follow-up (4/2/2013)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013 respectively with the following findings: the meter and test strips passed all testing with no faults found. The error could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. Device returned to mfg date: meter- (B)(6) 2013, test strips- (B)(6) 2013.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging the subject meter read inaccurately high compared to another device. The reporter claimed obtaining blood glucose readings of "17.9 mmol/l" with the subject meter and "7.9 mmol/l" on another device, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.